Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced difficulty charging the pump. There was no impact to the customer's blood glucose due to the charging issue. Reportedly the customer had an alternate pump for insulin therapy.